Event description:
It was reported that the patient had ventricular tachycardia/ventricular fibrillation arrest and received multiple shocks. Several of the shocks were not successful in terminating the rhythm and were noted to have lower voltage and a low shock impedance. The patient was noted to be in the arrhythmia for 30 minutes. The physician believed that the short circuit protection feature would result in the patient's death due to the delay in therapy. A lead integrity alert was noted to be triggered on the right ventricular lead due to non-physiologic intervals and high rate non-sustained episodes. The patient required ventilation and was in the critical care unit. The lead was capped and replaced about a week later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.